Event description:
The customer reported that the system failed to display a usable image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. Also, boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.